Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Boot testing was performed and passed. Charge testing was performed and passed. Functional testing was performed and passed. Comm tool audio testing was performed and passed. "Try it" testing was performed and passed. Open and interior inspection was performed and passed. Comm tool intermittent audio testing was performed and passed. Speaker measurements was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint, patient was acknowledging the alert prior to audio. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.